Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient developed a urinary tract infection while using the magic 3 catheter.

Event description:
It was reported that the patient developed a urinary tract infection while using the magic 3 catheter.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure could be "device used improperly". The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿if desired, use the adhesive label(s) to hang the package on a nearby dry vertical surface while preparing to catheterize." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.